Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The lot number provided by the customer is the vendor¿s lot number. Following a review of the customer¿s purchase history, there are six (6) possible lot numbers and the possible combination of lot number and UDI number are as follows: lot# 761860, UDI number (B)(4). Lot# 761850, UDI number (B)(4). Lot# 761880, UDI number (B)(4). Lot# 761900, UDI number (B)(4). Lot# 761870, UDI number (B)(4). Lot# 761910, UDI number (B)(4). Report source: (B)(6).

Event description:
It was reported the drill tip fractured when the surgeon used it normally during a cheekbone fracture operation. The surgeon did not bend it during use. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The supplier DHR was not requested because the raw material certificate showed material is conforming to specification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section h2, h3, h6 and h10, and a correction to h4.